Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) confirmed the device and found that the reported phenomenon could not be duplicated. Omsc was informed from olympus service operation repair center (sorc) that the subject device passed a leakage test. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of this event could not be conclusively determined. There was possibility that the contact failure between the video system center and the subject device temporarily occurred since foreign material temporarily attached on the electrical contact of the video connector of the subject device or the video connector socket of the video system center.

Manufacturer narrative:
The subject device was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon could not be duplicated. In addition, scope communication error e216 and the endoscopic image disappeared during the operation of the angulation of the subject device. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, scope communication error b30 occurred. The event date was unknown. Other detailed information was not provided. There was no report of patient injury associated with the event.